Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 05/29/2025. D4: batch #165d86. Corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec45a device was returned with the jaws closed, the closure trigger and firing trigger in opened position. A gst45b reload was loaded in the device, fully fired with the reload deck damaged and the knife advanced until the distal end. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was disassembled to verify the condition of internal components and the frame b was noted to be broken and the knife was noted disengaged from the rod firing. It is possible that the frame broken caused the knife disengaged from the rod firing not allowing the knife returned. In addition, two drivers were loose between the channel and reload and the drivers does not belong to the returned reload. No functional test was performed due the condition of the device. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 165d86, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure, a 45 mm stapler with a blue refill was used. During the procedure, the tissue was placed in the stapler, and the shot was triggered; however, the stapler became blocked, leaving the tissue trapped. Maneuvers were made to open it but was unsuccessful; therefore, the surgeon cut the trapped tissue with scissors, resulting in bleeding that was controlled using another stapler to close the tear caused and complete the procedure with a delay of 5 to 10 minutes. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 03/07/25 d4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device ec45a with lot number 189d26; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.